Event description:
It was reported to medtronic minimed that the customer experienced safety notice ngp retainer ring. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. Customer reported physical damage to the retainer ring on the pump. No harm requiring medical intervention was reported. Customer discontinued the use of the insulin pump. Mmt-1712k was requested and customer responded the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08715 inches. Successfully downloaded history files and traces using thus. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/23/2019 to 12/22/2021. There was no data available to verify unexpected pump error(s)/alarm(s) noted 2 days prior to the event date of 25-feb-2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.87 mv). The test p-cap locks properly into the reservoir compartment; however, a cracked reservoir tube lip and a cracked retainer were noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Cosmetic damage was confirmed at the case of the pump during analysis. Retainer ring damage (a cracked reservoir tube lip and a cracked retainer) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.